Event description:
During follow-up, the capture management system of the ipg showed elevated and varying thresholds for the lead. Device was removed from service. No patient complications have been reported as a result of this event.